Event description:
A site reported to rxsight that a patient was implanted with an rxsight light adjustable lens (lal, sn (B)(6), +20.5d) on (B)(6) 2022. Postoperatively, the patient was diagnosed with a retinal detachment and underwent surgery to address. Following retinal detachment surgery, deposits were noted on the implanted lal, leading to removal and replacement with an intraocular lens (iol) from a different manufacturer on (B)(6) 2024 via a pars plana vitrectomy. Rxsight's first awareness of this event was on (B)(6) 2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).